Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The composite was removed and the restoration was replaced. To date, the patient is doing fine. Multiple attempts were made to contact the complainant in order to obtain further information; however, the complainant has remained unresponsive. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no further evaluation can be conducted.

Event description:
A doctor alleged that a patient had experienced sensitivity after the placement of herculite ultra composite.